Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v480039, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-may-2014, UDI#: (B)(4). Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a medical procedure for back pain relief and afterwards they noticed their symptoms had returned. Troubleshooting was done for in office programming and impedances had been checked. During the battery replacement procedure, each electrode of the current lead was checked and there was no motor response on any electrode. The lead was revised as well. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all four conductors were broken in the body of the lead at or near the tines. If information is provided in the future, a supplemental report will be issued.